Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had not had any issues with the ¿actual device¿ but noticed about two weeks prior to the report that the implant, which was placed in her thigh, had started to come through the skin. The patient¿s healthcare provider had been notified of the issue. Additional information was received from the patient. The patient reported that the ins had been moving and was hurting them. The patient reported that they had an appointment on (B)(6) 2014 and the surgeon re-anchored the ins. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were had a rechargeable implantable neurostimulator (ins) put in their leg in 2010. In 2013, the ins started coming up and almost out of their skin. The patient went to see their healthcare provider (hcp) on (B)(6) 2014 and the physician anchored their ins battery. The hcp told the patient that it looked like it had been just laid in a pocket of skin but never secured properly in place. It was noted that the patient didn't do anything different in their activity. No further complications were reported or anticipated.